Manufacturer narrative:
Manufacturer's ref. No: (B)(4). This complaint is from a literature source. The following literature cite has been reviewed: badertscher p, weidlich s, serban t, krisai p, voellmin g, osswald s, knecht s, sticherling c, kühne m. Pulsed-field ablation versus single-catheter high-power short-duration radiofrequency ablation for atrial fibrillation: procedural characteristics, myocardial injury, and mid-term outcomes. Heart rhythm. 2023 sep;20(9):1277-1278. Doi: 10.1016/j.hrthm.2023.05.007. Epub 2023 may 9. Pmid: 37169160. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was not provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: field d4. Catalog should be ¿unk_smart touch unidirectional sf¿.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: badertscher p, weidlich s, serban t, krisai p, voellmin g, osswald s, knecht s, sticherling c, kühne m. Pulsed-field ablation versus single-catheter high-power short-duration radiofrequency ablation for atrial fibrillation: procedural characteristics, myocardial injury, and mid-term outcomes. Heart rhythm. 2023 sep;20(9):1277-1278. Doi: 10.1016/j.hrthm.2023.05.007. Epub 2023 may 9. Pmid: 37169160. Objective/methods/study data: no abstract available. Lot, model and catalog number are not available, but the suspected biosense device possibly associated with reported adverse events: smarttouch sf. Concomitant biosense webster devices that were used in this study: pentaray non-biosense webster devices that were also used in this study: n/a. Adverse event(s) and provided interventions possibly associated with unidentified smarttouch sf: qty 2: (cardiac tamponade) (recognized procedural complication) (adverse event). Qty 1: transient st-segment elevation (electrocardiogram st segment elevation) (recognized procedural complication) (adverse event).